Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to a change in care giver. The patient was hospitalized for the peritonitis event and began treatment with vancomycin injection (1 gm once in 4 days, via intravenous ongoing, and duration were not reported), amikacin injection (125 mg via intravenous once a day, ongoing, route not reported) and ciproflaxin tab (250 mg via intravenous once a day, ongoing) for the event. Dianeal therapy was ongoing. The patient recovered from this event and hospitalization was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.